Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the pusher severely stretched and broken at the transition. The implant coil was received with damaged loops and to be attached to the pusher with no signs of activation on the heater coil. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant detached unexpectedly during placement. The implant was withdrawn in its entirety along with the microcatheter. The patient experienced vasospasm and cerebral infarction due to "hyper movement" of the system during withdrawal. The patient is in stable condition and is currently in the ICU.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. If the device is received, an investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.